Manufacturer narrative:
(B)(4). As the device was not returned and the serial number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). On an unreported date, the patient experienced an exit site infection. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced an exit site infection around the catheter, coincident with peritoneal dialysis (pd) therapy on an unknown date. On unreported date, the patient was treated with unspecified topical antibiotics (medication, dosage, frequency, and duration not reported) for the exit site infection. On an unreported date, the hp was hospitalized for an unknown amount of time and for an unknown indication. During hospitalization on an unreported date, pd therapy was discontinued. It was not reported if the patient had recovered from the exit site infection prior to passing away, but it was reported that the hp did not have peritonitis prior to passing away. Additional information was requested, but is not available.